Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for gripper actuation issue. It was reported that during preparation of a mitraclip ntr, as the grippers were lowered, they raised unexpectedly. It was noted that the clip was locked when attempting to raise/lower the clip. In addition, the gripper lever was fully retracted when the gripper actuation was observed, as opposed to 1.5 cm per IFU. Troubleshooting attempts were done but were unsuccessful. The clip delivery system was not used. There was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incident reported for gripper actuation issue from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 removed.